Event description:
The user facility reported that their operating room staff had positioned a patient which weighed (B)(6) upon a 4085 surgical table with the majority of the table length translated to the head section of the table. The patient had not yet been sedated. With the patient on the table, the or staff disengaged the table floor locks in order to move the table to a different location. As they were moving the table, the head section began to tip downwards. Hospital personnel stopped the table from tipping by supporting the table until they could translate the table top to center the patient's weight over the table's main support column. The staff then continued to move the table and re-engaged the floor locks. There is no reported injury or procedural delay/cancellation associated with the event

Manufacturer narrative:
The user facility improperly disengaged the table floor locks while a patient was positioned on the table. The operator manual for the 4085 surgical table states (pp 1-1): "warning- tipping hazard: do not place patient on the table unless floor locks are engaged. Do not disengage floor locks when patient is on table." Additional warnings are addressed on pp 2-2: "warning -personal injury hazard: the floor locks must be engaged at all times when a patient is on the table. Failure to engage the floor locks before placing a patient on the table or disengaging the floor locks while a patient is on the table could result in the table rolling unexpectedly during the procedure." A steris account manager has informed the staff of the importance of having the floor locks engaged at all times while a patient is on the table, focusing the customer's attention to the warning label's addressed in the operator manual.